Event description:
Exact reason for revision not provided. Additional information reports pain increasing over last year, pain prevents much walking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint reports pain increasing over last year, pain prevents much walking and exact reason for revision is not provided. Without further information, the root cause of the complaint cannot be determined. Notification was received stating that no further information or return of product is available. A review of manufacturing records and complaints database did not identify any anomalies. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.